Manufacturer narrative:
The insulin pump had unresponsive button due to moisture damage keypad trace. No button error alarms occurred. No moisture damage found on the electronic board. The drive support disk was inspected and no anomaly was noted during testing.

Event description:
The customer reported via phone call that they received a button error alarm right after the insulin pump got exposed to moisture. The customer's blood glucose was 246 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.